Manufacturer narrative:
Results: there is a kink in the coil sheath 8.7 cm from the distal tip of the sheath. Holding the sheath stable and applying forward force on the pusher assembly shaft should move the coil toward the distal end of the sheath. In this case, there is no movement. Similarly, when the pusher assembly is pulled back and the sheath is held stable, there is no proximal movement of the coil. The kink in the coil sheath noted in the visual analysis holds the coil firmly in place. The coil/pusher assembly is non-functional. Conclusion: the difficulty deploying the coil into the catheter noted in the complaint is confirmed. Under normal operating conditions, in order to deploy the coil, the sheath is introduced into the rhv and the coil is advanced through the sheath into the catheter hub. The kink in the coil delivery sheath prevented any motion of the coil making deployment impossible. The cause of this kink was not identified, but may have occurred when the coil was removed from the packaging or during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician commented that the penumbra coil 400 was difficult to load into the px400 microcahteter. The coil was not placed in the body and an alternate coil of the same size was used and successfully treated the aneurysm.